Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: one catheter in march seemed like it has glue on the catheter tip. Customer thinks it could be fm or malformed and it seems to be clogging it. He thought the glue is what's causing the flashback issue.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported conditions of flashback (poor/ no) and foreign matter were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. Corrective actions for the failure mode of flashback (poor/ no) have been initiated and a manufacturing root cause has been identified for this failure mode. CAPA (B)(4) has been initiated.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: one catheter in (B)(6) seemed like it has glue on the catheter tip. Customer thinks it could be fm or malformed and it seems to be clogging it. He thought the glue is what's causing the flashback issue.